Manufacturer narrative:
Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d10: concomitant medical products and therapy dates: (bss), balanced salt solution (alcon) device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. Based on the complaint investigation results, the product was released within specifications. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after a monofocal intraocular lens (iol) was injected into the left eye of a patient, it had a scratch in the middle. The doctor had to remove the lens and a new iol from the same model and diopter was implanted. There were no patient injury or complications such as capsule tear. No unplanned vitrectomy, no sutures, and no medication outside the standard of care required. The (bss), balanced salt solution used during procedure was a non-johnson & jonson brand. The patient outcome status was fine at discharge. No other information was provided.